Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under-responsive and the ok button was over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. The keypad was worn and the button symbols were illegible, which has no effect on insulin delivery function. During testing, the down arrow keypad button was found to be intermittently unresponsive. The complaint of a response issue of the ok keypad button was not duplicated during testing. All of the other keypad buttons responded appropriately during testing. The keypad cover was removed and contamination was found under all of the button contacts. The down arrow button key was found to be stuck in the inverted position. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.